Manufacturer narrative:
(B)(4).if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2018-nov-06. It was clarified that the pump did not run out. The patient weight was also reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable drug infusion device. The drugs being delivered were fentanyl at 892.1 mcg/day, hydromorphone at 6.691 mg/day, and bupivacaine at 4.461 mg/day, all with unknown concentrations. The reason for use was non-malignant pain. It was reported that there was a poor communication screen on the ptm on (B)(6) 2018. The patient stated that when she tries to give herself a bolus she is getting the communication unsuccessful screen on the ptm and the ¿ptm did not reset.¿ during the call, the patient reported that she thought the reason was because she "let it run out", (was too busy to get it refilled before the refill date) her refill date was supposed to be (B)(6) 2018 but she did not get the refill until (B)(6) 2018, but she did not hear any alarm noises. When she was starting to hurt, and was really hurting on (B)(6) 2018, she got the communication unsuccessful screen. Since the ptm still showed she had passed the refill date and was in a lot of pain, she thought she had run out of medication. The healthcare professional (hcp) usually pulls medication out of her pump when he refills it but she was not paying attention on (B)(6) 2018 so she does not know if the pump was actually empty and they did not say anything to her. On 2018 (B)(6) 2018, the patient was also ¿really hurting¿ and had unsuccessful communication. The hcp was not in the office on the day of the call. Troubleshooting performed prior to the call consisted of replacing the ptm batteries. Troubleshooting performed during the call consisted of attempting communication without the antenna. The ptm only works without the antenna. The patient was successfully able to give herself a bolus during the call without the antenna. There was no out of box failure reported and there was no medical/therapy problem related to the small component. The patient was transferred to the repair department. There were no further complications reported/anticipated. Additional information was received on (B)(6) 2018. It was reported that they called the patient back to find out if the ptm reset when she was successfully able to give herself a bolus, however the call went to voicemail and they left a message. The patient called back and reported her ptm date had become updated when she was able to give herself a bolus without the antenna. There were no further complications reported/anticipated.